Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer on (B)(4) 2012, she indicated that she did not see fire or smoke and that there is no breach in the transformer housing, but she did see sparking (location of spark not indicated). Customer confirmed there are exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. The original product has been returned to medela and is pending testing/analysis by quality engineering. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause the reported sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.

Event description:
The customer reported to customer service that the power supply would no work and had exposed wires. No injuries were reported.